Manufacturer narrative:
Other relevant device(s) are:sfw kit 9735740 stealth s8 spine EU-se; upn (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system logs were received for software analysis. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. There was no toolspackage on the system. The issue resolved after it was installed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure for a spine medical education (meded) course. It was reported that the system did nto have any images in its toolcards, and the camera could not recognize any reference frames or anatomy. There was no camera fault light on. The issue occurred from the beginning, after uncrating the system, for multiple patients on the system, and in all the functional groups (cranial, ent, spine). There was no patient present when this issue was identified. Additional information received indicated that the toolspackage was missing on the system. The package was installed and the issue was corrected.